Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient was hospitalized due to an infection at the ipg pocket site shortly after a revision procedure. The patient was given antibiotics and the device was removed. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient has recovered without sequelae.